Event description:
I received 4 brand new boxes of avaira toric contact lenses on (B)(6) 2011 from my eye doctor and I was made aware of the recall affecting these lenses. The receptionist stated that she had checked the lot numbers on my contacts and that they were not affected by the recall. On (B)(6) 2011 at approximately 10am, I opened 2 of the boxes and put them in my eyes just as I normally would. I immediately experienced a slight pain in my right eye but I just attributed it to maybe getting an eyelash or other debris in my eye. My left eye was unaffected. At that time, I put 2 drops of systane ultra rewetting drops in both eyes to try to clear my eyes. About 10 minutes later, I noticed my right eye was a little hazy; it was almost like trying to look through a cloud. By the time I got to work, approximately 20 minutes later, I was having significant blurry vision and slight pain out of the right eye only. I removed the lenses from both eyes and flushed my eyes with water but the hazy vision remained in only my right eye. I had the hazy and blurry vision in my right eye for approximately 1 hour after taking the lenses out. Since having the problem with the lenses, I have not worn my contacts because I wanted to give my eyes a rest due to this incident. I called cooper vision at 1123am on (B)(6) 2011 to report the issue with the lenses but because it was a sunday I was unable to speak to a live representative. A I left my information and the lot # on a message and marked the message as urgent but I did not receive a call back on the next business day as I had expected. Also on (B)(6) 2011 at 1126am, I called my doctor's office but again, since it was a sunday the answering service was on and I was unable to speak to my doctor. Finally on (B)(6), I received a message on my voice mail from a representative from cooper vision who apologized for the getting back to me so late and asked that I return the phone call. I spoke to (B)(4), a representative on (B)(6) at 315pm who informed me that my lenses were covered by the recall and that I needed to return all the lenses to my eye doctor. I called my eye doctor on (B)(6) at 330pm, and I left a message about returning the recalled lenses and getting another eye exam. (B)(4).